Event description:
The customer reported that while the iabp was in use on a pt, the iabp shutdown immediately after unplugging from a/c power. No pt injury was reported.

Manufacturer narrative:
The iabp did not malfunction. The operating instructions states to ensure that the batteries have been fully charged prior to use. If the batteries are not fully charged, the iabp may shutdown when not plugged in. The customer allowed the pump the charge overnight after the event. The next morning, the unit functioned properly from battery power. The customer checked the error logs, there are no errors recorded. The unit charges and discharges correctly. The customer was unable to duplicate the reported problem. The customer elected not to service the iabp at that moment, and wait for the next preventive maintenance, to evaluate the iabp. In the following month the company rep was unable to duplicate the reported problem. The iabp was calibrated and preventive maintenance was performed. The functional tests and safety checks met the factory specs and was returned to the customer. (B)(4).